Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspected left side rupture by ultrasound" and "3 small lumps about 6mm."

Event description:
Patient reported "suspected left side rupture by ultrasound" and "3 small lumps about 6mm." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on the patch bond edge side assessed as unidentified (tear) opening (shell thickness was within specification). Lump/nodule: unable to observe as it is a medical event not related to the device. Inflammation/irritation: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Blue ink stain is observed on the surface of the shell.

Event description:
Patient reported "suspected left side rupture by ultrasound" and "3 small lumps about 6mm." Device has been explanted.